Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece. Visual examination of the lead found the retracted helix clogged with blood. After cleaning, the measured full helix extension length was within product specification. X-ray examination did not find any anomalies. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was found to be dislodged and had high capture thresholds. The patient was asymptomatic. The ra lead was explanted and device was reprogrammed. The patient was stable throughout procedure.